Manufacturer narrative:
The hba1c reagent lot number was 819976. The reagent expiration date was requested, but not provided. The last calibration performed on 27-feb-2025 was acceptable. Quality control data showed a shift higher, with values outside of the 2 standard deviation range. Upon review of alarm trace data, no relevant alarms were observed. The field service engineer determined the issue was caused by the sample probe. The probe was replaced. The system went into standby with no alarms. The customer ran controls and these recovered within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application on a cobas 8000 c 502 module. The sample initially resulted in an hba1c value of 11.4 %. The doctor questioned the result because the patient was not diabetic. A second sample was collected from the patient, resulting in an hba1c value of 6.5 %. The complained sample was also repeated twice, resulting in hba1c values of 6.5 % and 6.4 %. The repeat results were deemed correct.